Manufacturer narrative:
This report is for an unknown prodisc-c implant. Implant date unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c trial patient ID# (B)(6) experienced nuchal pain, twisting, tightness, neck pain, and had the need for a light pillow, beginning (B)(6) 2013. It was also noted the severity of the event was moderate with no implant involvement. Outpatient care without surgery was required. A course of action and treatment taken was a use of a patch for the moderate neck and nuchal pain along with vitamin b12, a c-spine ap/lat x-ray, and a high- energy x-ray. The current state of event was noted as ongoing with future treatments plans to include a patch for local pain control at c5-6, vitamin b12, usp. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).